Event description:
The pt was implanted with two leads (from the same lot). After one of the leads was placed the pt's oxygen levels became low. As a result, the pt was intubated and his oxygen levels returned to normal. The procedure was completed successfully and the pt is satisfied with this scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.